Manufacturer narrative:
It was reported that the patient age was (B)(6) or (B)(6), and that the patient weight was (B)(6) or (B)(6). Several attempts have been made to clarify this information, however confirmation has not been received on the exact patient age or weight. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Visual evaluation of the returned complaint device revealed the distal tip to be damaged; portions of the distal tip pebax coating detached exposing the corewire of the device. The guidewire was slightly scrapped at the distal section and appears to have been in contact with a sharp or metal object. No evidence of corewire fracture or damage to the ptfe coating was noted. The outer diameter (od) of the guidewire and found to be within the od specifications. As the event occurred during the procedure and there were no alleged issues prior to device insertion, it is most likely that procedural or clinical factors such as interaction with other devices, handling of the device and condition of the treated lesion, contributed to the event. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) was performed and no anomalies were found.

Event description:
It was reported to boston scientific corporation that a jagwire was used during an endoscopic retrograde cholangiopancreatography (ercp) and plastic prosthesis placement procedure of a biliary stenosis performed on (B)(6), 2011. According to the complainant, during the procedure, the guidewire reached the lesion site and the procedure took place without any apparent issues. However, when withdrawing the jagwire, the physician noticed that there were fragments in the way. The jagwire was removed and it was noted that many small portions of the hydrophilic tip detached. The procedure was completed with this jagwire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a jagwire was used during an endoscopic retrograde cholangiopancreatography (ercp) and plastic prosthesis placement procedure of a biliary stenosis performed on (B)(6) 2011. According to the complainant, during the procedure, the guidewire reached the lesion site and the procedure took place without any apparent issues. However, when withdrawing the jagwire, the physician noticed that there were fragments in the way. The jagwire was removed and it was noted that many small portions of the hydrophilic tip detached. The procedure was completed with this jagwire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.